Event description:
A patient stated that while using a hc431a CPAP full face mask the mask came loose as he turned on his side and he cut his eyeball on the mask frame. The pt had been to see an eye dr, who confirmed the injury and prescribed medication. In a follow up conversation with the pt he stated that he is using the salve prescribed by the dr and that his eye is on the mend. He continues to use the hc431 face mask.

Manufacturer narrative:
The pt has kept the device. This evaluation is based on the event description and further info rec'd from the pt. Results: from the event description the injury is likely to be caused by the seal coming away from the mask body and exposing the hard edge of the mask body. This is the only complaint we have rec'd for this type of incident. Conclusion: there was no complaint device available to verify any sharp edges on the mask body. We have met with the MFR of the mask body and an improvement in the tooling for this mask has been proposed which will result in the edges of the mask body being smoothed off. We plan to implement this improvement within the next few weeks. Monitoring and trending of this type of event worldwide gives a rate of occurrence of 1.4 ppm.